Event description:
It was reported that during a cerebral aneurysm embolization procedure the subject stent became detached inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. There was a surgical delay of 10 minutes due to the reported event. No clinical consequences were reported to the patient due to this event.